Manufacturer narrative:
The caller reported that the sample is expected to be returned however, there are many other priorities in the facility at this time, so the estimated time of returning cannot be confirmed. If the sample becomes available and if new and/or significant information is identified, a supplemental report will be provided.

Event description:
The company received a report where it was claimed that the tube developed a leak during patient use. The caller reported the patient was assessed and despite the leak, the patient was receiving adequate oxygen and vital signs were stable. The end clinician elected to remove the tube and reintubate with a replacement tube. The caller reported that the tube was sent to pathology for analysis but the speculation of a reported cuff leak could not be confirmed. The pathology team confirmed no issues with the cuff and/or inflation system. It was speculated that during the time of use, the initial reported leak could have been contributed to the tube being in the wrong position. The caller reported that a few days later, the patient expired due to unspecified medical difficulties but emphasized that in no way did the initial report of a cuff leak contribute to the event.